Event description:
It was reported by an attorney that on (B)(6) 2017 the patient underwent left achilles reconstruction during which the surgeon noted he closed the layers using sutures. It was reported that the patient had undissolved suture, infection and incomplete wound closure. No further information was provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate note: event reported in 2210968-2021-06712, and 2210968-2022-00276.